Event description:
Pt has experienced elevated blood glucose of above 300 mg/dl for the past 2-3 weeks when the insulin cartridge is half full, and pt believe the insulin delivery of the infusion device is too low. Pt reported a glass cartridge was also broken. Pt delivered insulin via the infusion device to correct hyperglycemia, and this was successful. Pt changed to backup infusion device and did not experience any further concerns with his blood glucose. Pt did not have an infection or start new medication, and his normal blood glucose is 100 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.